Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023. H6: investigation summary: one used sample(s) received for mat# 20029e for investigation from customer. It was reported by the customer that bd maxzero tubing leaking at connection between extension set and needleless connector. Prior to functional testing the set was visually examined for defects and abnormalities and verified the maxzero was connected correctly by disconnecting it in first place. No defects or other abnormalities were observed. The set was connected to a 10 ml bd syringe filled with water solution and attempted to be flushed. The fluid pass through the sample and no leakage was replicated through the connection so the complaint could not be verified. A device history record review for model mz5303 and lot number 23039327 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined because the issue could not be replicated on used sample. H3 other text : see h10

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) tubing leaking at connection between extension set and needleless connector. The following information was provided by the initial reporter; customer noticed bd maxzero tubing leaking at connection between extension set and needleless connector. The pressure rated extension set, IV connector is one manufactured piece that we is used to connect to IV catheter.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) 1958 was used based on age of patiente4. The initial reporter also notified the FDA on 25 jul 2023 . Medwatch report (B)(4).h.3.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) tubing leaking at connection between extension set and needleless connector. The following information was provided by the initial reporter; customer noticed bd maxzero tubing leaking at connection between extension set and needleless connector. The pressure rated extension set, IV connector is one manufactured piece that we is used to connect to IV catheter.